Event description:
The dealer states that during annual safety check, they noticed that the left wheel lock is bent and needs to be replaced.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.